Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned that the patient was diagnosed with cancer and had to have a spinal block and epidural surgery. Caller mentioned that after the surgery, the patient is not getting any relief, they did not know if they messed up a wire in the stimulator or what. Caller also mentioned that the stimulation is not holding a charge real good and the patient is not getting any relief. Caller said that it charges but it is not strong like it used to be and they have to charge it every day or sometimes every two days. Agent asked caller if they have tried increasing the stimulation and caller said yes. Caller mentioned that they only have one program on the controller and no other programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen on (B)(6) 2025 and reprogrammed. The patient had only one program since being implanted and was given several new programs. The impedances were checked and were good.